Event description:
Originally, I got breast implants placed (B)(6) 2011. I did not seem to have any issues with my implants until I gave birth to my daughter ((B)(6) 2015) and I have not returned to normal. It's been four years of suffering. I feel like I'm dying because of my breast implants. The main symptoms I feel every day constantly are brain fog (especially word retrieval), chronic fatigue [in bed most days], dry eyes, depression, anxiety (panic attacks), and numbness / tingling in my arms. FDA safety report ID# (B)(4).